Manufacturer narrative:
Product complaint # (B)(4). H6 component code: photo/video analysis. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If possible, please provide the lot number. Unk. H3 evaluation: the product was returned to for evaluation. Two needle-suture pieces and two suture pieces outside its packaging were received for analysis. Product code requires one strand double-armed per packet. Additionally, a photo was provided, and with the same condition as the received sample. In order to evaluate the condition of the returned sample, the suture pieces were received damaged (crushed fraying, split, and curly) and the extremes were noted to be cut possibly caused by a surgical instrument. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. During the visual inspection of the needles, the body was noted bent in a circular shape, these conditions were caused by excessive force used. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2024 and suture was used. The suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot is unavailable. Additional information has been requested.